Manufacturer narrative:
Product event summary: (B)(4) - the device was returned, analyzed, and no anomalies were found. Performance data was also collected from the device, analyzed, and no anomalies were found.

Event description:
It was reported that the lead integrity alert for the right ventricular lead was triggered due to noise. The physician decided to replace the lead and ICD (implantable cardioverter defibrillator) because of not knowing which on was causing the noise. It was noted that there were short v-v intervals and that no apparent environmental factors were causing the noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4), implantable pacing lead, (B)(6) 2011; (B)(4), competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.